Event description:
It was reported that the patient was airlifted to the critical care unit after an episode of syncope and asystole. The patient was scheduled for emergency surgery where an x-ray revealed that the right ventricular lead was fractured near the clavicle which resulted in intermittent loss of right ventricular capture. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Manufacturer narrative:
Correction: h6 - medical device problem code.